Event description:
There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Product history records were reviewed. And the documentation indicated, the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The additional information was received and stated that patient had the glare.

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) the patient is experiencing halos and decreased night vision. Sometimes she is experiencing headaches. She is 'unable to see' during applying makeup for her business. Additional information was requested.